Manufacturer narrative:
This is one event (cardiovascular) of the two events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-01345, 01346, 01347, 01348.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2010, and two additional cardiovascular events (B)(4) 2010 after the use of the product.